Event description:
Pt reported obtaining a blood glucose result of 729 mg/dl on the compact plus system. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Patient indicated that, at the time the result was obtained, she was not experiencing symptoms of hyperglycemia. Based on this value, pt reportedly delivered an additional 5 units of humalog. No resultant injury was reported. Patient did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped.